Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's monitor showed nothing on the screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor shows nothing on screen) has been confirmed. As received, the monitor would not power on. Upon eval, cpu component u300 was fluxing between 15ma and 60ma of current draw, compared to the specification of constant 20ma current draw. The cause of the inability to power on is the defective component u300 on computer analog (ca) board sn (B)(4). The root cause of the defective component could not be positively identified. No adverse event resulted from the defective u300. The pt received a replacement monitor.